Manufacturer narrative:
Visual inspection of the driver revealed a bent key inside the key switch and a pin on the driver chassis ground cable pushed in slightly. Review of the driver's patient file data revealed no alarms indicative of a device malfunction. The logger file stored in the patient file recorded a shutdown command corresponding to the customer-reported issue. This command is only logged when the key in the key switch is turned to the "off" position. Despite the observed key damage, the key switch was still operable. During investigation testing, the driver operated as intended and passed all functional test acceptance criteria. The root cause of the unexpected shutdown is that the operation key was not removed from the driver while it was in use and subsequent contact with an unknown force most likely bent the key toward the "off" position and initiated a driver shutdown sequence. The syncardia companion 2 driver system operator manual contains multiple instructions to remove the key once the driver is powered on. Section 6.3, paragraph 5 states, "when the driver is on, the key must be removed from the driver to prevent unintended interruptions to driver operation. Once removed, the key may be stored in a location determined by the clinical staff." Sections 8.1.5 and 8.1.6 respectively state, "turn the driver on by rotating the key clock-wise," and "remove the key from the driver and store in a location determined by the clinical staff." Section 12.9 states, "remove the key from the key switch when the driver is in operation. The key cannot be removed when the driver is switched off." When the shutdown command is initiated, there is no audible alarm because the driver is acting as intended when the key is turned; there is only a shutdown dialog box that appears on the screen, which can go unnoticed if not looking at the driver after turning the key switch to the "off" position. Syncardia has a corrective and preventive action (CAPA) to address this issue. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient was being transported to the operating room to receive a transplant. The companion 2 driver and the hospital cart each had a black screen and then the companion 2 driver reportedly stopped. The patient was reported to have felt dizzy and then passed out. The transport team was near a power plug in the hallway and decided to plug in the companion 2 driver system. The companion 2 driver immediately began again to pump and the patient revived. The team reported that there were three bars of charge showing on each of the external batteries. After waiting in the hallway for a few minutes the transport team unplugged the companion 2 driver and verified that all was fine with the driver and continued on to the operating room. The customer also reported that the key was in the companion 2 at the time of the reported stop and was noted to be bent after the incident, and they were not sure if it was bent prior to the incident. They were also not sure if they had to turn the key to the on position when they plugged into the wall. The customer also reported that there were no neurological effects and the patient was successfully transplanted.